Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a failed self test. The blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current tests. The pump was received with a cracked reservoir tube lip.